Event description:
The microcatheter was returned without any explanation, upon evaluation it was found that its tip marker band was missing, therefore this complaint became an MDR. The user facility was contacted and the following info was obtained" "during the embolization of a uterus fibroid the tip marker band came off. This event did not cause any sequelae to the pt because the platinum band stayed in the fibroid being treated.